Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with an unknown device and software version. It was reported that the low glucose alarm failed to sound when there were changes in the customer's glucose levels. As a result, the customer experienced symptoms of hypoglycemia. The customer was treated by a non-healthcare professional who gave them fruit juice. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. (Software) an investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The customer experienced missing low glucose alarms with freestyle libre 2 application. After attempting to identify the customer's reported configurations, the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of the operating system and app versions restricts the ability to identify potential causes of the customer's reported issue. (Sensor) the device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. The most probable root causes associated with this failure mode are software/data corruption, or misuse. However, mitigation's are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An investigation was performed for the reported complaint. The customer reported signal loss. Attempt to identify the customer's reported configurations and the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of information regarding the app version and the operating system, it restricts the ability to identify potential causes of the customer's reported issue. Therefore, the issue is not confirmed. Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The sensor was activated with a known good reader and signal and sound icons were observed as activated. Waited few minutes to ensure that there was no disruption in the bluetooth connection between the devices. Reader was connected to software to establish bluetooth connection and isf (interstitial fluid) command was sent to receive ble (bluetooth low energy) packets on the app screen after waiting for few minutes. First 5 ble packets were successfully received. The blc count and rssi (received signal strength indicator) were present for all packets. No malfunction or product deficiency was identified. Therefore this issue is not confirmed. This also serves as a correction report. Section h11(additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with iphone 7 plus, unknown os and unknown app version . It was reported that the low glucose alarm failed to sound when there were changes in the customer's glucose levels. As a result, the customer experienced symptoms of hypoglycemia. The customer was treated by a non-healthcare professional who gave them fruit juice. There was no report of death or permanent injury associated with this event.